Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence, and fecal incontinence. It was reported that the patient reported that about a week and a half after they got the implant, they started having problems with their implant. The patient stated that they keep having to turn their stimulation down because it's shocking them, and they had pain and itching around the implant site. Patient also reports that their hip hurts. Patient stated that it seems like the more they turn it down, the more they were getting zapped and feeling it. Patient also states that they had a burning sensation on the right side of their vagina area when they lay down. Patient stated it felt like the implant was moving. Patient mentioned that they are allergic to nickel. Patient services reviewed with the patient they could consider turning off the device until their appointment with their healthcare provider on the 16th. Patient states they are going to turn down the stimulation again and monitor their symptoms. Redirect to hcp.